Manufacturer narrative:
The asp evaluated the device and determined this was a malfunction of the battery. The asp determined that the processor battery needed replacement and provided the customer with a part number and pricing for a replacement battery. However, the customer did not accept the quote based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp provided a quote for the replacement of the battery, however, the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device will not power on.